Event description:
Boston scientific crm received information that non-boston scientific right ventricular (rv) lead threshold measurement had increased over time, so a lead revision procedure was performed. One day after a new non-boston scientific rv lead was successfully implanted, the device's battery status correctly displayed beginning of life (bol) battery status. However, the longevity calculation was only showing two years remaining. Boston scientific technical services advised the sales representative that the device takes eight days to recover and express the correct battery longevity measurements.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.